Event description:
Home patient (hp) reports re-spiking new bag on to already spiked heater line of homechoice set while troubleshooting through an alarm situation during apd therapy. Baxter technician instructed hp to restart with new supplies to complete treatment. No patient injury or medical intervention reported by hp or rn.